Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers to verify screen in accordance with normal operation with the exception of a dim / discolored display. Evidence of multiple power on resets / reboot conditions observed in black box prior to complaint. The battery compartment was intact, no damage. No evidence of moisture contamination found inside battery compartment. No battery cap returned. A test cap was used for all testing and was able to fully tighten. A power loss was not duplicated. The audio bolus button cover was missing. The pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.